Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced presyncopal episodes due to pacing inhibition. The right atrial lead exhibited noise which caused the pacing inhibition.; the noise could be reproduced with isometrics. The lead also exhibited oversensing. All other electrical values were with in range. The lead was capped and replaced. The patient was in stable condition post surgery.